Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial#(B)(6) implanted: (B)(6) 2024 explanted: product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving dilaudid (hydromorphone) via an implantable pump for unknown indications for use. It was reported that the patient experienced the following at the pump site: inflammation, warmth to touch, yellow discharge, and a 'hole'. The patient was scheduled for same-day visit and started on doxycycline and clindamycin. The patient reported the wound became 'slightly bigger', was painful, tender to palpation. The healthcare provider performed site incision and discharge. Persistent discharge from site occurred. Examination on (B)(6) 2024 revealed the site was healing with less swelling with superficial 'yellow crusting' at the site. A later exmaination on (B)(6) 2024-aug-05 revealed that wound was not healing. Referred patient to wound care specialist. Wound care specialist reported that the site was not infected. On (B)(6) 2024 they aspirated 5 ml of fluid from site. The patient continued wound care and reported both wounds were improving. A wound vac procedure was performed. The patient continued to experience pain at catheter site. The issue was ongoing the wound was continuing to improve.

Manufacturer narrative:
Continuation of d10: product ID 8781, serial# (B)(6), implanted: (B)(6) 2024, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the issue resolved.